Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5174897.

Event description:
It was reported that the patient underwent a revision procedure to explant and replace the leads. New leads were implanted in a new location to better optimize the patients therapy. Explanted products were removed and destroyed by the hospital per protocol.